Event description:
Nikkiso, distributor of hemofilters in china, reported that while a facility was using the medivators hf 1200, a patient lost approximately 280 ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought.

Manufacturer narrative:
Nikkiso, distributor of hemofilters in china, reported that while a facility was using the medivators hf 1200, a patient lost approximately 280 ml of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought. The unit was not returned for analysis by medivators qa. Based on photos provided, the complaint of a blood filter leak was confirmed. Medivators remains in close contact with nikkiso. Continued investigation is underway. This is a china region-specific event. There have been no recent complaints of hemofilter leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system.

Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 280 ml of blood. It was reported that there was no harm to the patient. No symptoms were reported as a result of the reported blood loss. Limited information was provided by (B)(4). The end-user facility information was not reported to medivators. Medivators regulatory follow up with (B)(4), but was not able to get further information. The unit was not returned for analysis by medivators qa. Based on photos provided, the complaint of a blood filter leak was confirmed. Medivators remains in close contact with (B)(4). Continued investigation is underway. This is a (B)(6) region-specific event. There have been no recent complaints of hemofilter leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 280 ml of blood. It was reported that there was no harm to the patient.